Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of failed continuity test to be related to the customer reported complaint. The instrument failed electrical continuity test. There was no obvious damage to the conductor wire(s). Root cause of failed continuity test was not determinable/applicable. The initial fa was confirmed as the unit failed electrical continuity from one of the bipolar pins to the grips. The instrument was disassembled and the conductor wires were cut a few inches from the bipolar pins at the proximal end to isolate the failure. Both wires passed from the cut to the grips but pulling on one of the wires at the proximal end caused it to pull out of the bipolar pin. The wire had lost contact within the bipolar pin. Additional finding: the other conductor wire had insulation damage on the proximal end at the main tube roll gear interface. The root cause of the conductor wire insulation damage was a component failure. A site history was performed and no related complaints were found. A review of system logs showed that the maryland bipolar forceps was last used on (B)(6) 2020 on system number sk2327 had 3 lives remaining. No image or video was provided for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the failure mode identified during failure analysis could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that after a da vinci assisted procedure, the fenestrated bipolar forceps would not activate. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.